Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure. According to the complainant, the stent would not release in the biliary passage. The procedure was completed with another flexima biliary stent system. The complainant stated that the catheter was not stretched, kinked or broken, and that no visible damage was noted at the time of use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. This event has been deemed an MDR-reportable event based on the investigation of the device (completed on june 29, 2009); contrary to what the complainant reported, the catheter was broken & stretched.

Manufacturer narrative:
(B)(4). A visual evaluation of the device revealed that the push catheter was slightly bent, and the guide catheter was torn. The proximal portion was stretched and "accordioned" on the guidewire. The distal portion of the guide catheter was stretched near the proximal end. It was also bent, kinked and had a suture impression in it near the distal end. Additionally, the stent suture was wrapped around the guide catheter, which may have precluded stent deployment. Based on the condition of the returned device, it is likely that the damage was incurred during advancement of the device through the endoscope, or during attempts to retract the inner guide catheter to deploy the stent. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).